Manufacturer narrative:
H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the drawing found the anchor is visually inspected using a magnification lamp to ensure the anchor is free of embedded particles, dust, contaminants, burn marks and voids. A review of the anchor material composition confirmed the material must comply with specifications. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Internal complaint reference: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during the surgery, when the surgeon was knotting the osteoraptor anchor the threads broke off. No delay or other complication were reported. It is unknown if there was a smith and nephew back-up device available to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.